Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right superficial femoral artery (rsfa) was achieved using a proglide device with a 6f sheath after an interventional cerebral angiogram thrombectomy procedure. Reportedly, due to patient obesity, the access site was in the rsfa. No imaging of the access site was performed prior to proglide placement. The proglide suture was placed and hemostasis was achieved. A small hematoma, not pulsatile bleeding, was noticed prior to closure and treated with manual compression after closure. Post-procedure, the hematoma was noticed to be growing. The patient was sent to the operating room where computed tomography angiography was used to determine the rsfa was shredded and trauma to the common femoral vein was also seen. Surgery was performed to repair the artery and vein. Heparin was given prior to vessel repair surgery; there was a clinically significant delay and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the proglide device was used in the superficial femoral artery and no imaging was performed prior to use. It should be noted that the instructions for use states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Additionally, perform a femoral angiogram to verify the location of the puncture site. The patient effects of hematoma and vascular injury/tissue damage are potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.